Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a current fill estimate issue showing 4 units on the pump. The display was not changing despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Caller was educated that this could happen due to a large variance in the measured pressures used to calculate the remaining insulin in the cartridge, and once the amount equals the static number, the estimate will adjust as normal. Caller understood and acknowledged this explanation.